Event description:
The cautery tip broke off during a thoracotomy procedure. The piece was retrieved without injury to the patient.

Manufacturer narrative:
At the beginning of a thoracotomy procedure, the cautery tip broke and fell into the surgical site. It is not known if the tip was manipulated prior to or during use. It was retrieved without further incident. The tip was returned and the issue was confirmed. This device is manufactured by bovie medical. They have been notified. As the manufacturer of the device, they will conduct an investigation and make the determination of the need for any corrective action.